Manufacturer narrative:
Visually inspected and verified insert has low water flow (10 psi) does not meet spec. Digital thermometer ID# (B)(4) due 11/30/19. Temperature meets spec 96.2 degrees. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k fsi-sli-1000 insert, the insert is heating during use. The event outcome is unknown as of this MDR evaluation.